Event description:
It was reported that a motor stall was noted in the event logs with no motor stall recovery. The pump was filled on (B)(6) 2015 and the motor stall occurred on (B)(6) at 11:11pm. The patient was having withdrawal two days after the refill. The pump did not alarm. The pump was infusing compounded baclofen, compounded morphine, and clonidine. Additional information received reported that the pump was programmed to minimum rate mode and the patient was going to be given oral medication until the replacement. The patient had low back pain radiating to their lower extremities. It was unknown if the stall recovered but it had been stalled for more than 24 hours. The cause of the motor stall was unknown. The pump was replaced on (B)(6) 2015. The event logs showed a tub set message 48 hours after the motor stall. A motor stall recovery was listed on (B)(6) 2015 at 1:56am. The patient had recovered and was doing well. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n181899006, implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump found anomalies with the motor. The gear train had issues with corrosion and/or wear and/or lubrication. It was also found that the motor stall was due to shaft bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).